Manufacturer narrative:
It was reported that the infection has been treated successfully and the patient resumed use of the device. The implanted device remains and is not available for analysis this report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced an inflammation around the implant side. The patient was equipped with a healing cap and the antibiotic cream fucibet has been prescribed. The healing process will be observed.no additional episodes were reported.

Manufacturer narrative:
(B)(4): implanted device remains.